Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. There were 3514 ventricular sensing integrity counts (v-sic) and 8 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds since implant on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead had non-physiologic oversensing noted on episodes and artifact was also seen on the markers, but not on the electrogram. The lead was reprogrammed from the unipolar pacing configuration to bipolar and the issues were resolved. The lead remains in use. No patient complications have been reported as a result of this event.